Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Two actual samples were returned to the plant for evaluation. The reported condition was confirmed. From the investigation performed, it was concluded that in the case of these two units, the weld was not properly performed during manufacturing. This was due to excessive formations in the mylar sheeting used during the sealing process of the bags. The mylar sheeting below the mold is now being change in every shift. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.

Event description:
The customer reported to baxter (B)(4) an unknown number of 6-way 3 liter oxygen barrier bags in which leaks were identified. According to the report, "2/3 of the 3l bags leaked/burst last week in patients homes." The conditions occurred before use and there was no patient involvement. No additional information is available.